Manufacturer narrative:
Should additional information become availalbe this inviestion will be updated.

Event description:
Boston scientific received information that the right ventricular pacing impedances had risen gradually over the past year. During the latest follow up out of range pacing impedances were seen. All other measurements appeared normal. This case was discussed with technical services. Technical services discussed performing normal follow ups. Technical services also discussed possible calcification phenomenon. At this time this right ventricular lead and device remain implanted. No adverse patient effects were reported.